Manufacturer narrative:
The reporting facility indicates that they are supplementing a report however we can't determine, based on previous information, whether or not we submitted this report therefore we are submitting this as an initial report. The device referenced in this report was not returned to olympus for evaluation or service at this time. An olympus endoscopy support specialist (ess) visited the site to assess the reprocessing practices at the user facility and provided training and education to the user facility staff on the following dates: (B)(4) 2015. The ess noted reprocessing inconsistencies during the site visit. Olympus followed up with user facility to obtain additional information regarding the reported event by telephone and in writing but with no results.

Event description:
Olympus received medwatch (B)(4) which reports that a sixth patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure using a duodenovideoscope allegedly developed carbapenem-resistant klebsiella (crk) and expired. It was reported that the patient had sustained a perforation during the procedure. The patient was taken to the or for repair without complication. In the same medwatch report the user facility reported that after an epidemiologic and microbiologic investigation conducted by the user facility on all of the cre patients; the user facility reported a cluster of patients were identified with klebsiela pneumoniae. The user facility reported that all eight of the patients had undergone ercp procedures with a duodenovideoscope approximately within a three month period. This is report 6 of 6.

Manufacturer narrative:
This supplemental report is being submitted to report additional information obtained from literature regarding patient 5 and additional information second case study. On september 21, 2017, olympus received an online article titled duodenoscope-related outbreak of a carbapenem-resistant klebsiella pneumoniae identified using advanced molecular diagnostics. The article reported that the user facility performed two case control studies that evaluated all patients who underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure with either one or two contaminated duodenoscopes were evaluated. The article reports that the first case-control study was performed to identify risk factors for carbapenem-resistant enterobacteriaceae (cre) acquisition due to a specific patient (patient 5) for whom endoscopy was suspected to be a contributing factor for cre. The patient has been administered a piperacillin-tazobactam treatment prior to being taken to the operating room for repair to an injury sustained during the endoscopy procedure. The patient developed sepsis postoperatively. The patient was medically treated with multiple intravenous antibiotics due to extensive antimicrobial resistance. There was no evidence of a leak from the surgically repaired perforation site; however, multiple intra-abdominal abscesses developed, requiring drainage. The patient remained in the hospital for a total of 41 days and subsequently expired due to gastrointestinal bleeding and bowel and liver necrosis. The article reports that the second case study found that patients who had been exposed to the user facility¿s medical procedure unit, upper endoscopy, ercp, and invasive respiratory tract procedure, and had history of cholangiocarcinoma, were at risk for the carbapenemase gene (cre). The cre isolates were plotted against time and by duodenoscope serial number. The article indicated that between october 3, 2014, and january 28, 2015, a total of 179 patients who underwent ercp procedures of these 150 patients returned specimens for culturing. During this first round of testing 7 patients tested positive for cre. The remaining patients who tested negative were tested again 1 month later and one additional patient was identified (patient 9). The article reports that, molecular testing ultimately identified 17 patients with carbapenem-resistant k. Pneumoniae isolates including patient 0 who had no ercp but had been hospitalized in india due to a cerebellar stroke in may 2014 and was likely the initial carrier at the referenced facility. The article reports that patient 0 and patient 1 cultures had the same isolates, even though no transmission link was found despite an intensive investigation performed by the user facility. Additionally, the article reports that there were no other colonized patients identified with cre infections within the year after they were identified as carriers. Also, in the 24 months since restarting the ercp procedures, no additional ercp-related cre infections have been identified. Although all cultures from the two duodenoscopes were negative for any bacterial growth, the scopes were permanently removed from service. Originally, on april 26, 2016 olympus received and article that reported between october 3, 2014, and january 26, 2015, a total of 125 procedures were performed on 115 patients and a total of 15 patients became actively infected or colonized with (cre). The authors report of the fifteen reported patient infections, eight were actively infected and seven were colonized with cre. Based on the patient information provided in the referenced articles, olympus performed an extensive complaint history review for the subject devices and user facility from january 2015 to date. It has been determined that mdrs were previously submitted to account for the adverse events mentioned in the article. Furthermore, in 2016, olympus implemented a corrective action on all tjf-q180v duodenoscopes manufactured prior to january 2016. The corrective action included replacing the forceps elevator mechanism with a new forceps elevator design as well as the implementation of an annual inspection of all tjf-q180v duodenoscopes. Beginning in february 2017, olympus service consultants began contacting tjf-q180v customers regarding the due dates of their annual inspections. The purpose of this annual inspection was to further mitigate infection control risk in user facilities, and it involves a close review and maintenance of the distal end of the endoscope. Please also reference the remaining MFR. Numbers: 2951238-2015-00064, 2951238-2015-00065, 2951238-2015-00066, 2951238-2015-00067, 2951238-2015-00068, 2951238-2015-00069, 2951238-2015-00070, 2951238 -2016-00431, 2951238-2016-00434, 2951238-2016-00436, 2951238-2016-00437, 2951238 - 2016 ¿ 00439, 2951238-2016-00440, 2951238-2016-00441, 2951238-2016-00443, 2951238-2016-00501, 2951238-2016-00502, 2951238-2016-00503, 2951238-2016-00504, 2951238-2016-00505, 2951238-2016-00506, 2951238-2016-00514 and 2951238 - 2016- 00515.